Event description:
It was reported the patient had changed the battery in their patient programmer the day prior to report and had attempted to turn stimulation on, but they did not feel stimulation. The patient increased stimulation and began to feel it on their right side of their back, where the implantable neurostimulator (ins) was located. The patient normally felt stimulation on their left side of their back. The patient¿s whole back was in pain. Symptoms were reported to have a sudden onset, occurring yesterday. It noted the patient had fallen the week prior, but stimulation was fine at that time. Additional information received reported that it was unknown if there was a 50% or greater symptom reduction, and the cause of event had not been determined. A week after the report date the patient was reprogrammed due to the event. Patient outcome was reported as unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).